Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. Infection was resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient experienced an infection at the ipg site. Patient was treated with antibiotics and underwent surgical intervention wherein the entire system was explanted. The infection has resolved.

Manufacturer narrative:
Corrected data: h6 - adverse event problem (refer to coding manual).